Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a system error alarm occurred during patient care on the alaris pcu. The event time and date is unknown. This occurred in the last few months and no patient harm was reported.